Event description:
Caller reported a cartridge alarm 20 occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with updated software, and the caller acknowledged understanding of the process to return the problematic pump using a pre-paid label. They also understood the instructions to program settings and connect the cgm to the replacement pump, opting to use a backup insulin pump in the interim.